Manufacturer narrative:
(B)(4). The device was not returned to edwards for evaluation as it remains implanted. Attempts to retrieve additional information are in process. Aortic regurgitation (ar) in bioprosthetic heart valves, also known as aortic insufficiency, occurs when the valve does not close properly in diastolic phase, which results in retrograde flow of blood into the left ventricle. The type and cause of regurgitation varies depending upon multiple factors. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. However, advances in valve design and bioprosthetic material have been made with the intention of reducing leaks by providing more efficient hemodynamics and longer tissue durability. Based on the information received the cause cannot be determined and clinical observation cannot be confirmed. If additional information is received a supplemental MDR will be submitted. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards learned a 23mm aortic valve, implanted 14 years, five months, was treated via valve-in-valve intervention due to aortic insufficiency. A 23mm transcatheter was implanted inside the failing 23mm valve. No complications were reported. No additional information was provided.

Manufacturer narrative:
The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.